Event description:
It was reported that a patient underwent a hysterectomy. During the procedure, the device was stalling. The procedure was completed with the same device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. The handpiece initially was stalling and then just stopped working.